Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no problem was posed for the patient's condition. Investigation of the device could not be conducted as it was not returned. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the obtained information, it is concluded that the tip fracture of the guide wire was attributed to the stress that was locally accumulated to the tip due to the guide wire manipulation while the guide wire distal tip was trapped by the heavily-calcified lesion. As the device was not returned, it was concluded that possibility of the device residue in the anatomy cannot be denied. Although the device investigation could not be conducted, there is no indication of product deficiency since all the shipped products are inspected in the production process and satisfied the product specifications and release criteria. IFU states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [possible malfunctions and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci procedure to treat a heavily-calcified cto lesion at lcx #2, an asahi guide wire was advanced in an endeavor to cross the lesion, when the distal tip of the wire was trapped by calcium of the lesion. After pulling and pushing manipulation was applied to release the tip, the distal tip got fractured. The fragment was retrieved with a snare, and the procedure was completed.